Event description:
User reported that they were experiencing issues with nomoline reading either showing "0" or ">180". This is believed to be an incorrect measurement from the sensor. Also of note the ventilation module showed "hardware error (2881)" for both pco2 and po2.

Manufacturer narrative:
Device returned for testing. Testing of device included review of system logs, testing at various pco2 values. Testing of different nomolines, and endurance testing. Testing found no faults; unit is functioning as expected.